Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Device switching on automatically.

Event description:
No patient involved. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed all weekly auto self-tests up to the (B)(6) 2017. Following the weekly auto self-test on the (B)(6) 2017, the device begins to record multiple manual power ups, of a continuous nature, and mainly of ten-minute duration. Later on the (B)(6) 2017 the device failed a self-test due to low battery. The device remained in fault mode until the (B)(6) 2018 when information from the history log shows an increase in voltage and the device was power cycled passing a self-test. The device records a further four manual power ons alongside three manual power ons of nonsensical duration. The pad-pak was removed. A pad-pak was reinstalled on the (B)(6) 2018 and the device passing a weekly auto self-test. On the (B)(6) 2018 the device records 4 manual power ons of under 1 minute duration. No further log entries were recorded. Multiple manual power ups of a continuous nature and mainly ten-minute duration may suggest the device was failing to power off correctly. The returned pad-pak was inserted into the device. The device failed to power on. A test pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The reported fault could be contributed to capacitor c9 being out of specification. In this case, failure of c9 capacitor had caused the device to fail to power off. This would account for the multiple manual power cycles of a continuous nature and of ten minutes duration recorded in the history log. The fault was witnessed during the investigation and could not be replicated when c9 was replaced. The functionality of the circuit is tested at both (B)(4) pba test and (B)(4) final. Therefore, it is concluded that the component failed after dispatch. The device failed to shutdown correctly following the weekly auto self-test on the (B)(6) 2017, therefore it is assumed the capacitor failed around this time. The customer may have interpreted the device failing to switch off correctly as the device switching on automatically as per the reported fault. The fuse in the returned pad-pak was found to be blown. This may be attributed to a failing c9 or may have been due to a handling issue. The device was not blowing test pad-pak fuses during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.